Manufacturer narrative:
The device was not available for investigation and analysis. The device history record (DHR) could not be reviewed as a lot number was not provided. As a device was not available for an eval, no methods were performed; therefore, results cannot be obtained. At this time the pharmacist is unwilling to provide additional info regarding this incident. There has been no unique info provided or received regarding the device or incident. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume, flow rate, procedure, cathplace: unk. (Please refer to 2026095-2014-00134/(B)(4), 2026095-2014-00136/(B)(4), 2026095-2014-00135/(B)(4) (a)). Report 2 of 4. A pharmacist reported that there was an additional incident that occurred with two additional pumps that finished too fast for this pt. Pharmacist had no further info to provide regarding this incident nor the pump info.